Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit, scope communication error (b30) appears, no image is displayed, and water tightness is lost. The issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had scope communication error b30. The event occurred during setup. There were no reports of patient involvement.